Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was watching television at the time of the shock. Technical services discussed some testing to try. In-office testing was able to reproduce the noise. The clinic has now reprogrammed the sensing vector from the primary sensing vector to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.